Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-2019 through jul-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). The device will not be returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that it was unable to update timing and unable to calibrate the fiber optic sensor. It was also noted that the inner lumen was clotted. The patient was on extracorporeal membrane oxygenation / extracorporeal life support (ECMO/ecls). The customer was explained the reasons for the issue and given the option of switching to semi-auto mode with timing indicators at the midpoint. The customer put the console in semi-auto mode and then was guided in using the radial arterial line for pressures due to the fact the inner lumen of the iab was clotted. There was no patient harm or adverse event reported.